Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for a "service required" alarm condition. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the nurse call connector was not seated on the interface board. The interface board was replaced to address the issue.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.